Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with the patient¿s peritonitis event. The patient¿s pd effluent revealed growth of staphylococcus hemolyticus which is an organism commonly found on human skin. Therefore, it reasonable to associate the patient¿s peritonitis to touch contamination, as reported by the nurse. Additionally, the patient had a blocked pd catheter (not a fresenius product) which could have been a contributing factor. Additionally, the patient¿s incidental finding of hypotension was caused by inadvertent consumption of blood pressure medication and not associated with pd therapy or the liberty select cycler.

Event description:
Peritoneal dialysis (pd) nurse reported that this patient on peritoneal dialysis was hospitalized on (B)(6) 2019 due to hypotension. During follow-up it was discovered the patient was seen in the outpatient pd clinic on (B)(6) 2019 due to issues with draining during pd treatment (the night before). Reportedly, the patient had a pd catheter (not a fresenius product) blockage which was attributed to the drain issues during pd treatment with the liberty select cycler. However, a pd culture was obtained which resulted with growth of the bacteria staphylococcus hemolyticus and the patient was diagnosed with peritonitis. Per the nurse, the source of the patient¿s peritonitis was touch contamination. Additionally, during the clinic visit the patient was found to be hypotensive (bp reading unknown). Per the pd nurse, the patient¿s low blood pressure was due to the patient mistakenly taking his wife¿s bp medications at home and was not repeated to pd therapy. Later, on (B)(6) 2019 the patient was admitted into the hospital for management of the malfunctioning pd catheter (not a fresenius product). During hospitalization, a repeat pd culture was performed which yielded the same organism growth (staphylococcus hemolyticus), per the nurse. It was reported the patient¿s pd catheter was removed and on an unknown date the patient was transitioned to hemodialysis therapy for renal replacement needs. Additionally, the patient was treated with antibiotics (unknown drug, route, dose, frequency and duration). The patient remains hospitalized at the time of this clinical investigation was performed. However, the nurse stated the patient will continue outpatient hemodialysis when he is discharged from the hospital.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.